Event description:
The report received from the affiliate indicated that approx. Seventeen days after the index procedure, the patient fell down at home and was taken by ambulance to the hospital. A cardiac echocardiogram was done and zero shrinkage was observed at the wide range of the anterior wall. A thrombotic event was suspected involving the two cypher stents implanted in the left main/mid left anterior descending (lad) target lesion and thrombolytics were administered-monteplase 2,200,000 units. Two weeks later, coronary angiography was done, and there was no thrombus observed and the flow was satisfactory. No problems were reported involving the other stents implanted during the index procedure. No intervention was done. The physician's comments were that he suspects a thrombotic event even though no thrombus was observed angiographically. The possible causes of the thrombotic event: 1) there was a disturbance of blood flow existing because of the overlap area of the stents at the target lesion site were flexed making the diameter of the stents smaller than the diameter of the vessel. 2) aspirin was not administered because the blood clotting was well controlled. Therefore, the event was not related to the cypher stent.

Manufacturer narrative:
Index procedure: the target lesion was an elective case. Lesion #1-1: the target lesion was the left main/mid lad coronary artery. The lesion was reported to be: de novo, concentric, a bifurcation lesion, calcified, ostial, 50 mm in length, vessel diameter of 3.0 mm, and type c. The lesion was pre-dilated with a 3.0 x 14 mm balloon at 8 atm for 5 sec. A cypher 3.0 x 33 mm stent was implanted at 18 atm for 30 sec. An additional cypher 3.5 x 23 mm stent was implanted at 18 atm for 10 sec proximal to the first stent in overlapping fashion. The stents were post-dilated with a 4.0 x 15 mm balloon at 24 atm for 5 sec. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. Lesion #1-2: the target lesion was the proximal circumflex. The lesion was reported to be: de novo, eccentric, ostial, 12 mm in length, vessel diameter of 3.0 mm, and type c. The lesion was pre-dilated with a 3.0 x 14 mm balloon at 8 atm for 5 sec. A cypher 3.0 x 13 mm stent was implanted at 15 atm for 15 sec by t-stenting with the previously implanted stents in lesion # 1-1. The stent was not post-dilated. Ivus was not done. The flow pre and post procedure was timi 3. The residual stenosis was 0%. An act was not measured. Lesion #1-3: the target lesion was the internal mammary artery. The lesion was reported to be: de novo, concentric, 20 mm in length, vessel diameter of 3.0 mm, and type b1. A cypher 3.0 x 23 mm stent was implanted at 16 atm for 30 sec. By direct stenting. The stent was not post-dilated. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. A male patient with a history or angina, hypertension, hyperlipidemia, diabetes, smoking and previous pci experienced a thrombotic event seventeen days post cypher stent implantations. The reason for the patient's initial admission to the hospital was not reported; but an elective angiogram revealed lesions in the lm to mid lad, proximal circumflex and in the lima graft. This patient's extensive history puts him at increased risk for mace. Pre procedural medications included ticlid and warfarin; while intra procedural medications included heparin. The patient did not receive asa and acts were not performed during the procedure. The lm to mid lad lesion was described as de novo, type c, 3mm in diameter, 50mm in length, concentric, calcified and located in an ostium and bifurcation. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.00 x 33mm cypher stent at a maximum inflation pressure of 18 atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. This was followed by the more proximal and overlapping placement of a 3.50 x 23mm cypher stent at a maximum inflation pressure of 18 atm. The stents were then post-dilated or a resultant timi flow of 3 and a residual stenosis of 0%. The proximal circumflex lesion was described as de novo, type c, 3mm in diameter, 12mm in length, eccentric and located in an ostium. The lesion was pre-dilated prior to the placement of a 3.00 x 13mm cypher stent at a maximum inflation pressure of 15 atm. This stent was placed by t-stenting it with the previous cypher stent. According to the IFU, the use of more than two cypher stents has not been clinically established. The treatment of this lesion was completed with a resultant timi flow of 3 and a residual stenosis of 0%. The lima graft was described as type b1, 3mm in diameter, 20mm in length and concentric. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was not pre-dilated prior to the placement of a 3.00 x 23mm cypher stent at a maximum inflation pressure of 16 atm. According to the IFU, lesions should be pre-dilated prior to the placement of a cypher stent. Treatment for this lesion was completed with a resultant timi flow of 3. The patient was later discharged on medications that included ticlid and warfarin. The post procedural administration of asa was not reported. Seventeen days after the index procedure, the patient fell while at home and was transported to the hospital. A cardio echocardiogram was performed which was suggested of a thrombotic event in the area of the lm to mid lad. This was treated at this time with IV thrombolytics and the addition of daily asa. A week later, a repeat angiogram was performed that revealed no thrombus and satisfactory timi flow. The products remain implanted in the patient and are thus not available for evaluation. A DHR review of the lot number of the 3.50 x 23 mm cypher stent revealed that the products met requirements for product acceptance. Thrombosis is a known potential adverse event following stent implantation. According to the procedural physician, the causes of the thrombotic event included the flexion of the vessel with subsequent blood flow disturbance and the initial lack of asa administration. He further stated that the event was not related to the cypher stents. There are patient, vessel, procedural and pharmacological factors that may have contributed to this event. Please note that this is the initial/final report for this product. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2007-01360 and # 9616099-2007-01361.